Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent thrombectomy using the clottriever system of devices. During the procedure, a clottriever sheath hemostasis valve separated from the rest of the catheter. Additional product was used to complete the procedure and the patient did not experience any adverse events or injury as a result.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy using the clottriever system of devices. During the procedure, a clottriever sheath hemostasis valve separated from the rest of the catheter. Additional product was used to complete the procedure and the patient did not experience any adverse events or injury as a result.

Manufacturer narrative:
The suspect device was returned to the manufacturer and evaluated. The reported complaint is confirmed. The catheter shaft was separated from the swivel hub. A CAPA was initiated to further investigate this complaint and document corrective actions taken to address the failure mode. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. There was no patient harm; however, the information reasonably suggest that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury. The device labeling includes vessel damage as a possible adverse event/complication. Manufacturer reference number: (B)(4).